Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was broken and the metallic mesh was observed exposed. The deflection test was performed and it was found that the catheter was unable to deflect due to the puller wire was found broken at the tip area. A manufacturing record evaluation was performed for the finished device number lot 31478860l and no internal action related to the complaint was found during the review. The deflection issue reported by the customer was confirmed due to the broken puller wire. A manufacturing investigation was performed and it was concluded that the root cause of the broken wire is the faulty crimp. The potential cause of the broken tip could be related to the manipulation of the device and the puller wire crimp failure. This product issue will be addressed through j&j medtech quality system. An internal action was created to investigate the crimping of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a broken tip, broken puller wire, and exposed metallic mesh. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.